Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The unit was tested and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a visual alarm and keyboard error code was found in the memory logs. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction in the memory logs but the se was not able to duplicate the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.